Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alarming and screen was flashing white on and off. The customer¿s blood glucose level was 242 mg/dl. The customer states no reports of insulin pump screen flashing when screen was turned on after being in sleep mode. Troubleshooting was assisted. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly. The insulin pump was also received with cracked lcd glass.